Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of having high blood glucose of 585mg/dl and is calling back to perform the high pressure test. Troubleshooting found that the customer has a tubing clamp and the test was performed but the pump did not pass the test. Customer previously treated with an injection and contacted their doctor. Customer was also previously hospitalized for their high blood glucose with symptoms of chest pains and vomiting. Troubleshooting was previously performed but customer declined to check their pump settings. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction as the pump did not pass the high pressure test. The customer was also advised that the device would be replaced and agreed to return the product for analysis.